Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the thoracoscopic surgery using the subject device in combination with the light source clv-s400 (the patient was not under anesthesia), it was found that the subject device gave the error e116 which indicated the subject device malfunctioned, and could not be released even though the power of the subject device was cycled for many times. The user replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality in the subject device, so the subject device was sent back to the user without any repair. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.